Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the mid 200-300 mg/dl range. The customer closed the alarm and resumed insulin delivery. The customer's bg lowered to target level.